Manufacturer narrative:
Undetermined or unknown cause. The customer¿s report of error 140.4150 was not confirmed. The pump module error log did confirm the presence of 6 occurrences of channel error 240.4150.0, defined as a bottle pressure sensor failure, between (B)(6) 2015 and (B)(6) 2015. The last rate programed prior to the last channel error alarm was 10ml/hour, with a vtbi of 100ml on (B)(6) 2015. Voltage measurements indicated the pressure sensor was within specifications, however during testing the sensor was noted to intermittently fail, which may relate to a possible open internal circuit. The date code imprint for the pressure sensor shows 0718, indicating it was manufactured in may of 2007. The root cause of the customer¿s report of error 140.4150 was not determined; however channel error 240.4150.0 identified in the device log and during functional testing was identified as the proximate cause of the customer¿s experience; root cause of the intermittent pressure sensor failure was not determined during the investigation however a contributing factor may include the 8 years length in service.

Event description:
The customer reported that a channel error "140.4150" occurred during an unknown infusion, no patient or event details are available. There is no report of patient harm or medical intervention.